Event description:
A malfunction was reported on the pump by the caller, who mentioned that no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise.